Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "pt in or for cholecystectomy, minilap minigrip alligator grasper, 1 cm piece of grasper noted to break while in abdomen. Piece located and removed." There was no patient harm or injury. The patient's current condition is reported as "fine".